Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor had no signal and had 2mm of needle when it was pulled out from the customer's body. Customer's blood glucose was 15 mmol/l. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
One opened and used sensor was inspected and the cannula was found retracted inside of the sensor. It could not be confirmed if the customer received the sensor damaged due to the product being returned opened and used. No needle complaint could be confirmed due to the customer not returning the needle.